Event description:
It was reported that images were not displaying properly. The field engineer arrived and found the gradient cables swapped. This was the root cause of the flipped images. He returned the cables to their correct locations and the images were fine. There was no misdiagnosis or mistreatment as a result of this incident. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.